Event description:
A home pt's (hp) nurse reported that a hp exhibited symptoms of air infusion on several occasions, reportedly as the result of poor technique while performing their automated peritoneal dialysis therapies. The hp was hospitalized in 2003 due to shoulder pain and an x-ray was performed which confirmed an air bolus. While still hospitalized, the hp continued to experience pain until they were switched to capd. The hp was discharged from the hosp 6 days later with no pain. The following day the hp contacted their nurses to report shoulder pain again after their apd therapy. During a home visit, the nurse reported they discovered 3 empty bottles of vicodin that the hp had been given to releive their pain prior to their hospitalization. The nurse stated that they felt the hp's noncompliant technique may have caused the air infusion and they do not feel that there was any product malfunction associated with this report. The hp has now been transferred to hemodialysis as a result of their ongoing problems.